Event description:
It was reported to philips that the control joystick of the geometry module had broken, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, it was confirmed that there was no risk to any patients, as the handle was just cracked and the system could still be used. The philips field service engineer confirmed that the control joystick of the geometry module was damaged and was replaced during a previous visit, which resolved the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.